Event description:
The user facility reported that their reliance 777 washer was leaking water out onto the floor in the room where the washer is located and into the floor below. No injuries to hospital staff or patient. Procedural delays and property damage were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that there was a leak from the main pump in the wash section and also noted leaks from other places on the unit. The technician repaired the unit, ran test cycles and confirmed it was operational.the user facility has purchased a new steris synergy mc washer which is scheduled to be installed in (B)(6).